Manufacturer narrative:
Tandem¿s t:flex user guide indicates that a cartridge alarm can be caused by ¿a cartridge defect, not following the proper procedure to load the cartridge, or over filling the cartridge (with more than 480 units of insulin).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5) occurred during the load process. Reportedly, the customer loaded the cartridge without following the prompts on the screen and was filling the cartridge with the incorrect syringes. The customer's blood glucose level was 400 mg/dl. Customer administered a bolus and reverted to manual injections.